Manufacturer narrative:
This device will not be returned to the manufacturer for evaluation, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history report has not been completed yet. Once completed, results will be forwarded in a follow up medwatch report. The may 2007 15-month piccs, valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation by a male patient (age unknown) that a vaxcel PICC had "fractured in his arm "(event date unknown). The treatment was completed without a central line and the patient is presently recovering. We were unable to obtain clarification from the patient as to where on the catheter the "fracture" occured, however, based on this limited information, we are considering this a reportable malfunction. Please note that several attempts were made to obtain further information. These attempts were unsuccessful and no further information is forthcoming. In addition, the facility where PICC was placed has no record of this particular case. The patient reported to bsc, no complications related to this event.